Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: 2134265-2015-05014. (B)(6). It was reported that myocardial infarction and cardiac arrest occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was stable angina. Subsequently, index procedure was performed. The target lesion was a de novo lesion located in the mid left anterior descending(lad) to the proximal lad with 90% stenosis and was 24 mm long with a reference vessel diameter of 2.4 mm. The lesion was treated with pre-dilatation and placement of a 3.5x12mm promus premier stent. Following post dilation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. Ten days post procedure, the patient complained of shortness of breath and not feeling well. The patient was taken to the emergency room and it was then noted that the patient was unresponsive, apneic, and pulseless. The patient was intubated on arrival and resuscitation was started. Under examination, the patient was found to have a distended abdomen, pale, flushed skin, cool to the touch and a thready pulse. An automatic implantable cardiac defibrillator was present on the left side. The patient was shocked several times, but remained in ventricular fibrillation, despite resuscitation efforts. On that same day, the patient died of cardiac arrest secondary to complications of coronary artery disease.